Manufacturer narrative:
During use of a 6/7f mynxgrip device for vascular closure (vcd), when balloon was inflated inside of the patient, the indicator showed the balloon to be full. When the device was pulled back, the whole device was withdrawn through the sheath. The customer then decided to set this one aside and used another mynx device with no issue. The device was prepped in a normal manner. Manual pressure applied for 20 minutes since the sheath was pulled out with the mynxgrip. The patient was discharged home after four hour bedrest. The procedure used a retrograde approach. The user was mynx certified. The patient was taking aspirin. A 6f/10cm competitor sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the left common femoral artery. There was presence of pvd / calcium in the vicinity of the puncture site. The balloon was able was to be inflated and when the indicator showed the balloon to be full, the balloon was full. The devices were easily removed with the sheath as well. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged form the black handle, covering the balloon proximal tip as received. The sealant and advancer tube were found inside the shuttle cartridge tubing. The procedure sheath and syringe were not returned with the device. The condition of the returned device does match the description of the reported incident. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. The balloon inflation/deflation time and inflation indicator pressure release specifications were also verified and noted to be within the specification. Visual inspection at high magnification found almost no saline in the balloon of the returned device. The condition of the returned device indicated that the balloon was not purged of air during the preparation phase. A device history record (DHR) review of lot f1825402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device due to condition in which it was received. However, the exact cause of the reported incident could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in the reported failure during the procedure. The mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynxgrip IFU also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. Additional information, including the lot number which was subsequently received, is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6f-7f mynxgrip device for vascular closure, when balloon was inflated inside of the patient, the indicator showed the balloon to be full. When the device was pulled back, the whole device was withdrawn through the sheath. The customer then decided to set this one aside and used another mynx device with no issue. The device was prepped in a normal manner. Manual pressure applied for 20 minutes since the sheath was pulled out with the mynx grip. The patient was discharged home after four hour bedrest. The procedure used a retrograde approach. The user was mynx certified. The patient was taking aspirin. A 6f/10cm pinnacle terumo sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the left common femoral artery. There was presence of pvd/calcium in the vicinity of the puncture site. The balloon was able was to inflated and when the indicator showed the balloon to be full, the balloon was full. The devices were easily removed with the sheath as well.